Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not showing on the station. The technical support specialist (tss) checked the server and found the patient status was preadmitted. The customer was advised to have the active directory (adt) team to resend the a01 message to update the status to admit. The customer confirmed the same. The tss then checked on the patient encounter system and confirmed that the mentioned patient had been readmitted, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient details were not displayed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.